Event description:
The international customer reported the ventilator stopped during operation and alarmed with to a pressure regulation high occurrence. A pressure regulation high occurrence during normal ventilation mode operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log noted the pressure regulation high vent inop occurrences. The service technician reported the proximal pressure tubing was found to be obstructed with patient secretions and water. The device was checked overall and testing passed.